Event description:
An ipp device was implanted, date not provided. The pump was revised on 10/29/96. The entire device was removed from the pt on 4/3/97 due to inadequate rigidity. An ambicor device was implanted.